Event description:
It was reported that approximately thirty two months post direct stenting procedure in the mid left anterior descending artery with one xience v 2.5 x 12 mm stent, the patient experienced angina equivalent exertional shortness of breath and weakness. The cardiac positron emission tomography (pet) scan was abnormal, the (B)(4) study was positive and the left heart catheterization showed a 95% stenosis in the mid to distal lad just proximal to the distal stent previously placed. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the left anterior descending artery, target vessel, non-target lesion. The patient's condition resolved on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation. There was no reported product deficiency. The reported angina, ischemia, dyspnea and restenosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the lesion was not pre-dilated prior to use of the xience v stent. It should be noted the instructions for use states: pre dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. In this case, it is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure.